Manufacturer narrative:
The sales representative was followed up for more information. Surgery prolonged 2-3 min, but the patient was not injured as a result of the incident and the surgery was performed using a new sling. Lot history records for implant indicates no non-conformances or deviations that may have caused or contributed to this incident based upon the reported event. Potential cause for a dilator tube tear or break is excessive force and misuse of the device as it is intended to be used with caldera's tv32 instrument design. Although a dilator tube tear/break may cause a delay in surgery and the waste of an implant, when the product is used as intended and the instrument/implant interface is correctly placed per the product IFU #10-139-06, the overall benefit to the patient outweighs this risk and harm or injury to the patient is mitigated.

Event description:
Sales representative reports, that dr.(B)(6) during one of her sling implants ran into a user error which lead to an adverse event. Dr. (B)(6) correctly loaded the trocar in the desara tv dilator tube, while she was making her pass, she re-adjusted and pulled the trocar slightly back out but did not realize the dilator tube was not fully extracted with the trocar. Therefore, when dr. (B)(6) made her pass again the trocar tip was not fully through the tube and ended up puncturing through the tube after she exited the abdomen. Dr. (B)(6) could not clamp the dilator tube after the exit through the abdomen because it was bent in the patients needle passage path. The event did not result patient injury and surgery prolong only 2-3 min. Dr. (B)(6) was able to use a new sling and implant successfully.